Event description:
The facility reported an infuso.r. With "top broken". It is unknown when or in which care area this event occurred. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Corrected data: after further investigation by baxter quality engineering, there is no information to suggest that this device malfunction would cause or contribute to a death or serious injury if it were to recur. Should additional information be received, a follow-up medwatch will be submitted.